Manufacturer narrative:
Samples from the same finished good lot were returned for visual examination and testing. There were no visual deformities noted. All samples met current requirements for this size/type suture/needle device.

Manufacturer narrative:
A review of the device history records confirmed all components and finished good devices met incoming inspection, usp, manufacturing, in-process and final inspection requirements. The exact devices were discarded by the end user. Sterile samples were received and are undergoing usp and facility testing.

Event description:
The patient underwent a procedure to correct diplopia and muscle repair and reattachment. Two double armed pga sutures were woven across the muscle and 1 gut suture was utilized to close the incision. Following the surgery, the patient felt a "pop" and was instructed to return for review. The incision was gaping and the muscle required re-attachment. Again 2 pga sutures were used to re-attach muscle and 1 gut suture used to close incision without incident.